Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was 20 mg/dl. The customer was experiencing low blood glucose for a year and a half. The customer was admitted as an impatient for medical treatment. Customer stated that he was treated at his house and was not taken to hospital. The customer was advised the pump is working properly. The customer was advised to speak with doctor about possibly changing the setting since he is only having the bad lows in the morning.